Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate noise reversion episodes due to oversensing of qrs complexes with multiple peaks was observed. Programming changes were recommended. Patient was stable.